Event description:
Synthes titanium sternal fixation system 20 hole model 460.023. Three were surgically installed in my chest in 2005 and in less then 3 months, all three broke at the coupler. Enclosed pictures of devices and before removed from my chest.